Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker interrogation the lead safety switch was triggered and was in unipolar. When the device was interrogated it was noted that in the bipolar configuration out of range pace impedance measurements and loss of capture was noted on the right ventricular (rv) lead. Noise was recreated as well. A review of the lead trend showed no measurements performed from (B)(6) 2017. During this measurements gap sensing reported as ventricular paced and impedance as noise until high pace impedance measurements were noted in (B)(6) 2017 resulting in the polarity switch. At this time no changes were made to the system the patient will be seen for a follow up. No adverse patient effects were reported.